Event description:
It was reported after ten minutes of by-pass, delta p:280 mmhg flow went from 5.5l to 0.5l. Act was 450 at the onset of perfusion. A complete tubing set was used for the exchange. No reported patient effect. (B)(4).

Manufacturer narrative:
Maquet cardiopulmonary ag has not received the device for evaluation. The investigation is still pending. A supplemental medwatch will be submitted when additional information becomes available.